Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into arm on (B)(6) 2024. On the day of the event, the patient¿s roommate found her in her room. ¿incoherent,¿ unaware of her surroundings and the roommate could not wake her up. No bg or cgm values were available. She called 911. The roommate indicated that ¿we had less than 40 mg/dl on this device we are calling you about,¿ but the time that the cgm value occurred was not specified. After emt and firemen arrived she was treated with oral glucose in a tube which increased her bg finger stick value to 51 mg/dl, but she was ¿slow to wake up.¿ her bg started dropping to 48 mg/dl and emergency medical technician¿s (emt¿s) started an IV heplock and administered liquid glucose in her veins to wake her up. She regained consciousness and her bg level stabilized. Although ems wanted her to go to the hospital for further evaluation, the patient declined and recovered at home. Later the same day she reported the event and during that time, she felt better but had a headache and was nauseated. Her most recent bg finger stick value was 84 mg/dl on the glucometer and the cgm value was 104 mg/dl at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Health effect - clinical code - e1203 feeding problem.